Manufacturer narrative:
This report is associated with argus (B)(4), biotene unknown.

Event description:
Her husband who lives in a rehab center accidentally drank a small cup of biotene oral rinse (variant not specified). Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) male patient who received glycerin (biotene unknown) mouth wash for dry mouth. Concurrent medical conditions included swallowing difficult. On (B)(6) 2017, the patient started biotene unknown. On (B)(6) 2017, an unknown time after starting biotene unknown, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the patient experienced accidental ingestion of drug. On (B)(6) 2017, the outcome of the accidental device ingestion was recovered/resolved. On an unknown date, the outcome of the accidental ingestion of drug was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene unknown. Additional details, adverse event information was received on 27 february 2017. Consumer stated that her husband who lived in a rehab center accidentally drank a small cup of biotene oral rinse (variant not specified) when a nurse gave it to him because he did not realize he thought it was juice. Patient was (B)(6) and had trouble swallowing prior to the use of biotene. Caller did not have the biotene oral rinse product to provide lot and expiry and did not know which biotene rinse it was. Patient was using the product for dry mouth.